Event description:
3/4 reference (B)(4) for all attachments and related complaints) per complaint form: set wouldn't infuse. Checked tubing placement in cassette and tried again and infused but then started dripping once infusion had been stopped. 1ml. Originally came to biomed shop with error of "not infusing" which was confirmed. Tested pump with a known good admin set without issues and pump was within mfg specs. Several pumps are in shop to be tested with the same reported failures. All, so far, have passed without any issues. Lot number unknown. No injury. Additional information received via email and attached on (B)(4) 2022: pt information is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08477. The report was submitted in error.